Event description:
Customer reported that the buttons on the insulin pump are not functioning. Customer was trying to enter a blood glucose reading when she noticed the keypad issue. Blood glucose value was 180 mg/dl. Nothing further reported.

Manufacturer narrative:
Currently it is unknown whether or not the device may have caused or contributed to the event. The device has been returned, but not yet evaluated. Further information will follow once the analysis has been completed. No conclusion can be drawn at this time.

Manufacturer narrative:
The insulin pump had an unresponsive act button due to a flattened dome switch. The insulin pump was received with a cracked case at the display window corners.